Manufacturer narrative:
(B)(4). A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Infrared spectroscopy analysis of the particulate matter suggested this was polyethylene material. This is consistent with the bags used during the manufacturing process, however, the source of the particulate matter could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a large volume infusor had a "plastic like particle" inside of the infusor. The report stated that the solution was filtered prior to the filling of the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection observed that there was a tiny piece of clear plastic material approximately 0.65 square mm in size was found floating freely in the fluid. If additional relevant information is obtained, then a follow-up MDR will be submitted.